Event description:
It was reported that the pacemaker was new and never used but the battery was dead. Further information noted the event occurred at a veterinary animal hospital that may have obtained the pacemaker from a different veterinary hospital that had kept the pacemaker in storage since 2013. The veterinary nurse interrogated the unused device (B)(6) 2022 and noted the battery was dead. It was never used.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. Device was received with no telemetry. The device had around fourteen years of shelf life and it was never implanted. Device image could not be retrieved due to low battery voltage. Further analysis performed with new battery installed did not find any anomalies, the original battery is at end of life (eol) level. Longevity assessment was performed, and device exceeds projected longevity for unused device, and is considered normal battery depletion.

Event description:
It was reported that the pacemaker was new and never used but the battery was dead. Further information noted the event occurred at a veterinary animal hospital that may have obtained the pacemaker from a different veterinary hospital that had kept the pacemaker in storage since 2013. The veterinary nurse interrogated the unused device (B)(6) 2022 and noted the battery was dead. It was never used.